Event description:
Correction: tube was initially inserted 05/25/1999, not march 1999, as originally reported.

Event description:
Pt was admitted to the hosp in 1999, and underwent gastroplasty due to severe obesity. After a few days, the pt was diagnosed with dehiscence of the sutures and peritonitis for which pt underwent surgical intervention. At that time, the subject device was placed and left there until 1999. In that year, the pt was discharged and the device was removed. The nurse did not notice that the distal end of the tube was not present. In 2000, pt consulted physician due to abdominal pain. X-ray showed the radiodense piece of missing tube within the jejunum. Pt underwent surgery to remove the piece of tube. One pt involved.